Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Event description:
Healthcare professional later reported right side capsular contracture baker grade iii and heavily calcified. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed fold flaw opening. No further actions are required as it is not related to the manufacturing process. - pain: unable to observe through visual inspection as it is a physiological phenomenon. Calcification: not observed through visual inspection. - capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (non-penetrating nick and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "soreness and palpable implant irregularity" and "implant rupture". Healthcare professional then reported "free silicone within implant capsule" and "capsule is heavily calcified". Healthcare professional the reported capsular contracture baker grade iii. This record is for the right side. Device was explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Healthcare professional reported "soreness and palpable implant irregularity" and "implant rupture". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, visibility/palpability.